Manufacturer narrative:
The investigation has been completed. The purge disc retainer was confirmed to be broken which likely effected the sensor¿s ability to detect the purge disc. The root cause of the purge component detection issues was due to a broken purge disc retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced purge disc/flag issues, which was resolved through backup console. No patient was involved.